Manufacturer narrative:
Manufacturer narrative: the customer reports that the hospital lost power and the cns (central monitoring system) rebooted. During the boot process, the cns freezes on the splash screen. Customer allowed unit to work for approximately one hour and it never left the splash screen. The customer tried a hard boot (removed power, then restarted after about a minute) and the device had the same result. The device does not complete booting into the monitoring software. The customer reports that the ups was not functioning properly when the hospital lost power. The unit was evaluated and the reported problem was duplicated. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the hospital lost power and the cns (central monitoring system) rebooted. During the boot process, the cns freezes on the splash screen. Customer allowed unit to work for approximately one hour and it never left the splash screen. The customer tried a hard boot (removed power, then restarted after about a minute) and the device had the same result. The device does not complete booting into the monitoring software. The customer reports that the ups was not functioning properly when the hospital lost power.